Manufacturer narrative:
The product was returned for analysis and the reported complaint could not be confirmed. Iol returned in 2 pieces in the lens case. Solution is dried on both surfaces of the optic and haptics. Both haptics are intact. The optic is bent and is torn/split-cut dividing the iol in two and scratched/marked-rejectable. Fold test could not be performed due to the condition of the returned sample. Photo shows iol in a lens case base cut in half. The reported complaint cannot be confirmed from the photo. We are unable to confirm the reported complaint. The lens was cut in half through the center of the optic. Due to this damage, a fold test could not be conducted. Based on the results from the product history record, the products met release criteria. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that during surgery, the lens was implanted. The iol did not open properly and had to be explanted again. There was patient contact however no patient harm. Additional information has been requested and received stating that the iol was removed in the same procedure and the standby lens was implanted. The surgery was completed with the replacement lens.